Manufacturer narrative:
H3: analysis of pli# 20 product ID# 977006 found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller was prepping for a case and noted they had already programmed the ins with their tablet, paired handset/communicator and linked handset/ins. Caller stated handset was now showing "not found communicator". Technical services (tss) had caller restart handset and reset communicator and confirmed communicator lights were illuminated as expected. Upon trying to connect again, handset displayed "not found communicator". Tss had caller "switch communicator" and re-enter communicator serial number which resolved the handset/communicator issue but now when over the ins, the handset was showing "no device response". Tss had caller reposition communicator several times and try another room (ins was out of the box) but this still resulted in "no device response". Tss had caller go back to the tablet and this successfully connected to ins. Caller ended tablet session and went back to handset/communicator but handset continued to show "no device response". Tss reviewed that communicator appears to be working appropriately but it isn't connecting to ins. Tss had caller remove link to current ins and link to a different in the box ins. Handset/communicator successfully linked to ins in the box and connected to show "no therapy" as this ins hadn't been programmed yet. Tss advised to use this ins as opposed to the initial ins that kept showing "no device response". The troubleshooting steps that were taken on the call resolved the issue. On 2022-sep-28 the rep reported that the event occurred pre-op so there was no patient involvement. The rep reported they got a new battery and everything works fine. Rep to return the ins for analysis.

Manufacturer narrative:
Correction to 3004209178-2022-13885: added additional information accidentally omitted. Added: on 2022-sep-28 the rep reported that the event occurred pre-op so there was no patient involvement. The rep reported they got a new battery and everything works fine. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an implantable neurostimulator (ins) for unknown indications for use. The caller was prepping for a case and noted they had already programmed the ins with their tablet, paired handset/communicator and linked handset/ins. Caller stated handset was now showing "not found communicator". Technical services (tss) had caller restart handset and reset communicator and confirmed communicator lights were illuminated as expected. Upon trying to connect again, handset displayed "not found communicator". Tss had caller "switch communicator" and re-enter communicator serial number which resolved the handset/communicator issue but now when over the ins, the handset was showing "no device response". Tss had caller reposition communicator several times and try another room (ins was out of the box) but this still resulted in "no device response". Tss had caller go back to the tablet and this successfully connected to ins. Caller ended tablet session and went back to handset/communicator but handset continued to show "no device response". Tss reviewed that communicator appears to be working appropriately but it isn't connecting to ins. Tss had caller remove link to current ins and link to a different in the box ins. Handset/communicator successfully linked to ins in the box and connected to show "no therapy" as this ins hadn't been programmed yet. Tss advised to use this ins as opposed to the initial ins that kept showing "no device response". The troubleshooting steps that were taken on the call resolved the issue. Rep to return the ins for analysis.